Manufacturer narrative:
D10. Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. G1,2 email is: regulatory.responses@icumed.com. One device sample was received in used condition. During the initial visual inspection, it was not possible to detect any condition on the surface of the cuff, in addition the cuff is able to inflate and deflate, but it was identified that when the cuff is inflated it does not remain fully inflated. A leak test was performed and did not pass the test because it did not deflate. The sample was inflated with the use of a syringe and submerged under water and a leak was identified in the middle zone of the cuff, it was determined that the cuff was perforated. No other analysis was performed. The complaint was confirmed. The root cause was user interface and was not associated with the manufacturing process since the failure reported could not be reproduced using the tools from assembly process. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No corrective actions were taken since the investigation did not reveal the defect was caused during the manufacturing process.

Event description:
It was reported that the device had a faulty cuff. Patient involvement is unknown.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.